Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The customer's report was not observed during debug and final testing of the device. The device was recertified and returned to the customer. Review of the provided device log showed the resulted shutdown/no power up was due to a low battery condition. This is normal operation of the device. The log showed in the next case the low battery condition was resolved using a replacement battery. The device worked as expected. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.